Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Mechanical test failed due to motion batteries not charging. The medtronic representative replaced motion batteries and the charger board system performed within specifications. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The motor battery charger board was returned to the manufacturer for analysis. Investigation could not confirm reported problem. Motor battery charger board passed bench level test, board was installed in the imaging system and ran without any issues. The board has several leaking capacitors, warped old rev. The hardware investigation found that reported event was related to an electrical failure mode, leaking capacitors board is warped as the failure mechanism. This 8 pack battery kit part was discarded by the site and will not be returned to manufacturer for analysis. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported that during a spinal fusion procedure, the motion batteries of the imaging system were not holding a charge. When the imaging system was unplugged from the mobile view station (mvs) the motion battery indicator drained after 5-10 seconds and the system would power off. Issue occurred while trying to move the imaging system out of the operating room (or). No issues with the x-ray batteries, they were fully charged and functioned as they should. Able to acquire a scan successfully. No delay to the surgery. Imaging system was left plugged in overnight. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.